Event description:
Customer's father reported via phone, the insulin pump had alarmed compromised force sensor system while customer was changing the infusion set. The customer's father was able to conference the customer in the call. Customer's blood glucose was 132 mg/dl. Troubleshooting was performed. The device was not dropped or bumped prior to the alarm occurring. Customer stated the drive support cap was loose and didn't press the cap while connected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed prime during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with minor scratches on lcd window.